Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported damaged packaging issue was confirmed. Factors that may contribute to damage packaging include, but are not limited to, manufacturing, storage environment, or transportation method and handling during unpacking. In this case, it is possible that the reported device/s were inadvertently handled during transportation or during storage at the account; however this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional absolute pro vascular is being filed under a separate medwatch report number.

Event description:
It was reported that the distribution center in (B)(4) was performing a routine stock inspection of absolute pro vascular self-expanding stent system temperature indicator on the inner pouch of the packaging. During the inspection, a hole was found in the inner pouch on 2 of the devices, which compromises the device's sterility. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date rcvd by MFR date was filed incorrectly as 04/27/2017 on medwatch follow-up #1, but should have been 05/30/2017.